Manufacturer narrative:
The lot history record was reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample was not returned for evaluation. The complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual components used, angiodynamics cannot conduct a thorough investigation. The exact cause of the complaint is unk. It is possible the complaint was caused due to excessive force used, while trying to remove the wire. A review of the mfg records showed that the reported lot was manufactured, packaged, and released to specification. At incoming inspection, the tubing was 100% inspected for interfacing with the guidewire with zero rejects. Product development has been made aware of this complaint type and are currently looking into ways to correct it. The instructions for use states: "never use force to remove the .018" guidewire. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop guidewire withdraw and allow the catheter to return to normal shape. Withdraw both the catheter and guidewire together approx 2cm and reattempt guidewire removal. Repeat this procedure, until the guidewire is easily removed. Once the guidewire is out. Advance the catheter into the desired position (zero mark)." "Do not advance the guidewire past the axilla without fluoroscopic guidance." Corrective action c2005027 has been opened to address this issue. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Guidewire sheared with needle. Tech was inserting PICC and encountered an obstruction. While attempting to remove the guidewire, the pt moved. The guidewire "frayed" as it was being pulled back through the needle. Facility has images of the guidewire tip in the pt. Pt is fine.